Manufacturer narrative:
An event was reported through a research article of a post implant paravalvular leak requiring intervention, followed by delayed bilateral occipital and cerebellar infarctions and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "intraoperative repair of mitral paravalvular leak with amplatzer plug", was reviewed. This research article presents a case study on a (B)(6) female with end stage renal disease requiring hemodialysis underwent coronary artery bypass, mitral valve repair(mvp) with an epic valve, aortic valve replacement, intra-operative paravalvular leak(pvl) repair using amplatzer vascular plugs, maze and pericardiectomy. There was no evidence of post-operative mitral valve insufficiency. The patient suffered delayed bilateral occipital and cerebellar infarctions by magnetic resonance imaging(MRI) scan seven days post-operatively, possibly related to recurrent atrial fibrillation with no evidence of embolization of the amplatzer plug. Further support was withdrawn 6 weeks postoperatively and the patient passed away. This event is being conservatively reported due to the implant of the epic valve and limited information provided in the case study. The article concluded that intraoperative delivery of amplatzer plugs for treatment of paravalvular leaks during mitral valve replacement(mvr) appears to be safe and effective at reducing postoperative mitral valve insufficiency. The primary and correspondence author of the article is h. Edward garrett, jr., md, cardiovascular surgery clinic, pllc, 6029 walnut grove rd, suite 401, memphis, tn 38120, USA with the corresponding email: egarrettmd@cvsclinic.com.